Event description:
It was reported that a patient wasn¿t able to make adjustments with the patient programmer, with or without the antenna attached. The reporter stated that a patient's family member had hidden the programmer for several days and one day was playing with it as a tv remote. It was reported that since then, the patient had not been able to make adjustments to the stimulator. It was noted that when the device was on program 4 at 1.8 volts, the patient felt it in the left leg and the big toe was curling. The device was decreased to 1.4 volts and the patient reported not being able to feel any stimulation. It was reported that the patient attempted to change the device to program 3, but the programmer gave the "pi" screen, which is a clinician information screen. A week later, it was reported that the patient's family member had been shocking the patient and that the patient's foot was "going inward" and her thumb was twitching. It was noted that there was no hospitalization. Per manufacturer's device registration, the patient received a new programmer. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v963080, implanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).